Manufacturer narrative:
The event occurred on an unspecified date of may 2024. Expiration date: june 2026. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uromatic y type tur set had the hose detached (tubing separated from the y-connector). This was observed when opening the product package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two retained samples and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was disconnected from the y-connector. However, visual inspection of the two retained samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on all junctions of the retained samples and no disconnections were noted. The reported condition was verified in the returned photograph sample; however, not verified in the retention samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.